Event description:
It was reported to boston scientific corporation that an ultraflex esophageal nasogastric distal covered stent was implanted during a stent placement procedure performed on (B)(6), 2014. According to the complainant, the stent was implanted to treat a malignant stricture due to esophageal cancer. During the procedure, the looped end of the stent appeared to be folded inward. The stent was removed and replaced with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Reported event of catheter difficult to remove. The device was not returned; therefore, a technical analysis could not be performed. However, the customer sent some images of the implanted stent and it was found that the stent loops are visible. This is inherent in the stent design and does not pose a risk to the patient or affect the functionality of the stent. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available there was evidence that the device was used in a manner inconsistent with the labelled indications. Ultraflex esophageal stent dfu indicates: ¿use product by expiration date displayed on package label.¿

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was implanted during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture due to esophageal cancer. During the procedure, the looped end of the stent appeared to be folded inward. The stent was removed and replaced with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on 23may2014. The lesion was located in the third middle distal esophagus. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure,the physician had difficulty removing the stent delivery system. The physician planned to remove the stent but not for problems related to the stent.